Manufacturer narrative:
Lot number not provided so DHR review not possible. Sample not returned so sample evaluation not possible. Post market surveillance data reviewed, and no adverse trends observed. The root cause of the reported skin irritation while using the karaya powder could not be identified. Causation could not be established.only gudid di information is known for this product. Lot number and packaging not provided.

Event description:
It was reported that 6 weeks ago an end user used our karaya powder, and it caused a skin rash and irritation. It was further reported that the end user had to go to the ER and was prescribed prednisone.